Event description:
Customer reported there was a clear liquid coming out of the site. Customer though it might have been insulin. Customer noted the leak was from the o-ring of the reservoir. No insulin was noted on the device because the reservoir was not attached to the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.